Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device black connector cap was still fastened to the connector body with the coated ss cable. However, during evaluation, it was determined that there was heat and noise observed. It was also noted that during disassembling of the device it was discovered that the drive shaft was broken in half which caused the heat and noise. Therefore, the reported condition was confirmed. It was determined that the broken drive shaft was consistent with excessive force while the motor was in use. The assignable root cause for component damage by misuse / abuse and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device black connector cover had disconnected. During in-house engineering evaluation, it was observed that the device heated up and made noise. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.